Event description:
It was reported that the procedure was in tight stenosis in the cx. The guide wire was positioned in the main trunk. Placement of the stent delivery system (sds) was not successful in the proximal part of the cx. The decision was made to remove the sds into the guiding catheter. At this time, the stent was lost in the right femoral artery and a snare device was used to retrieve the stent. The procedure was continued using new devices.